Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that there were air bubbles in the tubing. Blood glucose was 519 mg/dl which was addressed with a manual injection. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.